Event description:
A malfunction alarm identified as malf 12 was reported. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer received assistance from cts to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to report any further issues.